Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, it was reported that the subject administered novolog while asleep by sleep clicking. The subject experienced a severe hypoglycemic event. The product complaint report does not indicate how much novolog was administered. The son of the subject reported there was difficulty waking the subject and the device was empty. The subject's blood glucose was 31mg/dl and non-responsive. Medical intervention was required and assistance was provided by a 3rd party. No further information has been received. The complaint is being reported because the patient required medical intervention to treat a hypoglycemic event that may have been caused or contributed to by the device.

Manufacturer narrative:
On october 24, 2016, additional case notes and medical records were reviewed by medical affairs, and the summary includes the following information that was not previously reported. The patient¿s son stated that the patient¿s finger stick blood glucose was measured at 31 mg/dl. A sleep medicine study was conducted at (B)(6), with letter to the study site dated october 18, 2016, referencing a working diagnosis of parasomnia (unspecified) and likely differentials involving ¿rem sleep behavior disorder¿ and ¿confusional arousals¿. The patients sleep behaviors are infrequent, so the details of these behaviors are limited. The patient did not exhibit sleep behaviors during his polysomnogram.

Manufacturer narrative:
According to study notes received by calibra on 9/23/2016 (written by (B)(6)) the reporter (the patient¿s son) was instructed to offer the patient glucose orally at the time of the event. The patient was subsequently treated with an ampule of d50 en route to the emergency room (ER). Per ER report, by the time he was received in the ER about 1 hour later, he was awake and alert. The patient was then given lunch and discharged to home about 3 hours later. The reporter stated that the finesse device was previously filled with 200 units of novolog insulin in the evening of (B)(6) 2016 (prior to dinner). It was calculated that the subject gave himself 64 units of novolog while he was asleep. The patient was questioned by study site on (B)(6) 2016 and stated that he sleeps with his shirt off many times due to warmer temperatures. The patient also stated he has a history of sleep activities such as sleep walking but does not have sleep apnea.